Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced irritation caused by the implantable pulse generator (ipg) rubbing on chairs and objects. It was also noted that the patient received an end of battery life message on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility and will not be returned.

Event description:
It was reported that the patient experienced irritation caused by the implantable pulse generator (ipg) rubbing on chairs and objects. It was also noted that the patient received an end of battery life message on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility and will not be returned. Additional information was received that the patient was known to be a high energy user.